Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: phone number extension (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device fails accuracy testing at 12.4%. Per reporter, the event occurred during testing and there was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
D9: product received date 7/22/2024. H3: one device was returned for repair in used condition. Event history was not available to review. This device has not been in for service in the review period. Visual/functional testing was performed. Reported problem that device fails accuracy test @ 12.4% was verified by functional testing. The cause is the expulsor defective by fluid ingression. Replaced the expulsor assembly to correct the issue. The device passed all functional tests after the repair.